Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 350 mg/dl. The pod was worn between 4 and 24 hours on the abdomen. It was noted that the cannula dislodged from the site. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device was received fully deployed. The downloaded data returned an 0x1c alarm, indicating the pump had reached expiration time after 80 hours of operation. The downloaded data confirmed that the device ran for 80 hours. The cannula assembly and needle mechanism were inspected and no damages or abnormalities were observed that could contribute to the dislodging of the cannula. The exact cause of the reported dislodging could not be conclusively determined.